Manufacturer narrative:
The date is unknown, although the scent appears to have been well deployed to the desired part at first, the location of the scent seems to have moved due to the effects of chemotherapy and the reduction of tumors. (Based on the physician's comment.) Since the manufacturing history of the product cannot be confirmed, it is difficult to confirm that it has passed the unusual and normal manufacturing and inspection. Migration can be occurred by other company's device as well as ours. It is affected by patient's lesion status, peristalsis of organs, and drug use in general. It is, however, hard to find out exact root cause for this complaint because the suspected device was not returned and it is difficult to reconstruct the situation at the time of procedure with limited information. In addition, although the stent has been removed, but the product is not returned and it is impossible to analyze the exact cause. The suspected device is not registered in the us and there will be continued to monitor the same or similar customer complaints.

Event description:
Date unknown: the stent was placed from antrum to second portion of duodenum for the patient with pancreatic cancer. Date unknown: changing hospital and performing chemotherapy (gemcitabine) in 8 courses. Date unknown: small intestine ileus was found and the stent migration was confirmed in x-ray. On (B)(6) 2017: the part of small intestine with the stent was excised to release the ileus. Physician's comment: it seems that the stent migrated because the tumor was decreased thanks to chemotherapy. There were no patient complications as a result of this event.